Event description:
It was reported that the intra-aortic balloon was inserted in a pt with acute myocardial infarction. Approximately 24 hours after insertion, blood was noted in the gas tubing. The pump also had experienced helium leak alarms prior to blood being noted in the gas tubing. The intra-aortic balloon was removed and a replacement was not considered necessary. There were no pt complications.